Manufacturer narrative:
(B)(4). Arjo become aware of an event involving minuet 2 bed. Following the complaint description, unintended up movement of the leg section occurred, even though no commands being given. There was no indication regarding patient involvement, no injury no other medical consequences were reported. The device was identified as minuet 2 model number 161aa4a1a with serial number (B)(4). The bed was manufactured in jun 2009. The evaluation of the involved device carried out by arjo representative revealed that the handset button appeared to be damaged. This might result in the described symptom as after the handset replacement (part number s9384) all functions of the claimed bed were working correctly. To sum up, it was reported that the minuet 2 bed did not meet its performance specifications due to unintended movement of the bed. There was no indication regarding patient involvement. The complaint was decided to be reportable in abundance of caution, due to alleged, unintended up movement of the bed although no adverse outcome occurred.

Event description:
Arjo become aware of an event involving minuet 2 bed. Following the complaint description, unintended up movement of the leg section occurred, even though no commands being given. There was no indication regarding patient involvement, no injury no other medical consequences were reported.